Event description:
Boston scientific received information that interrogation of this device identified a fault code 1004 and 1007. A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant discussed that a shock was given into a shorted condition and that the device and possibly the lead will have to be removed. The system was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance a thorough evaluation of the device was performed. High power visual inspection did not find any evidence of an arc mark. However, there were tool and electrocautery marks in the header and on the device case near the header. No other irregularities were noted. A review of the device memory noted that a shock lead shorted fault occurred on (B)(6) 2014. This was followed by several charge time exceeded faults. Real time x-ray found damage to an internal device component which resulted in the device being unable to charge appropriately. The cause of the damage resulted from a shock into a shorted lead condition. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). The device is being evaluation in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.